Manufacturer narrative:
(B)(4). This complaint is for a report of a label issue. Per the nurse, the product was expired. Samples were returned to baxter for complaint investigation. Upon visual inspection, no labeling issues noted. The date specified by the nurse as the expiration date is the date the label was created in our documentation system. The complaint could not be confirmed in the lab. A batch review was performed on the associated lot with no issues noted. Labeling requirements for the product were reviewed. This complaint does not indicate a product defect or quality failure, but rather indicates a customer preference that the expiration date is printed on the product or labeling. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was requested, but has not yet been received for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
An rn (registered nurse) called corporate product surveillance (cps) to report unknown quantity of effluent sample bag, lot number h10h11065, in which another nurse discovered what appears to be an expiration date of aug 03 on the package on 4-jan-11. The rn stated that the products has been used and that no injury or adverse event was reported. Cps quality specialist (psqs) answering the call explained to the rn that the lot number pulls up an expiration date of 31 dec 2015 in cps's database lookup.on 25 jan 2011, product surveillance spoke with nurse regarding the effluent sample bag and the expiration date. The nurse stated that she orders her supplies from (B)(4) and that the expiration date appears to be aug 3. A sample is available for evaluation. Arrangements were made to obtain the sample. The nurse confirmed that there was no patient injury or medical intervention associated with this report.